Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial implant procedure, the device was connected to the leads. Rf antenna was unable to find the device. As the pocket was still open, sterile sleeve was used to place wand over the device, but device was not found. During interrogation it was later found that the device was in back up vvi mode. The device was restored, and the implant procedure was completed successfully. The patient was stable post procedure.